Manufacturer narrative:
The full lead was returned and analyzed. The distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted the connector pin was bent at time of analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was not used during the implant procedure. It was noted that the lead connector pin was "bent and wobbley" prior to use. The lead was replaced. No patient complications have been reported as a result of this event.